Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID 9735740 (software version: 2.1.0) h3,h6). No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that  the camera stopped tracking all instruments during a procedure. Swapped instrument spheres with no effect. Issue occurred with all instruments and the reference frame. The manufacturing representative (rep) performed a hard reboot twice and the issue was resolved for the duration of the procedure.

Manufacturer narrative:
H3) the software team reviewed the logs. It provided 2 sets of logs, set-1 is having log sessions from (B)(6) 2024 and set-2 having log sessions of (B)(6) 2024. Both sets of logs were not having issue reported date logs. Provided logs recorded, failures in opening port for the position sensor unit (psu) of the polaris vega system, and which resulted in tcp client connection issues with psu. The tcp connection failures observed were due to network communication issues between the application and the psu. These issues likely stemmed from invalid hostname resolution or interface configuration problems, preventing the application from establishing a reliable link with the psu. Once the camera reset (happened with in 30-40 seconds), the psu re-established communication successfully, indicating the issue was transient or due to initialization sequence mismatch, not a persistent software failure. However, according to the details from a related case on (B)(6) 2025, there will be no other logs provided. Without issue date logs, it¿s impossible to determine the cause of the issue. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative that could only confirm that the issue occurred once on (B)(6) 2024. The non-medtronic representative who reported the issue estimated a certain number of times they believed the issue to have occurred. Additional information was received that the issue occurred before patients were present while verifying instruments.